Manufacturer narrative:
If explanted, give date: to date this lens remains implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after implantation of a zkb00 intraocular lens (iol) the patient is seeing a horizontal line running through his vision in both eyes. The patient also has significant glare in both eyes described as horizontal glare that is not tolerable. The physician performed a yttrium-aluminum-garnet laser (yag) in the left eye; however this did not resolve the issue completely. He noted that the patient will still have the issue in the right eye, so he plans to perform a lens exchange on the right eye. The lens remains implanted and will be replaced with a non-amo monofocal device. There were no patient injury reported for this event. The physician also noted that the patient has a posterior capsule opacification (pco) on the left eye also but exchanging the lens after a yag is more challenging and risky. This report will capture the lens implanted in the patient's left eye and a separate report will be filed for the lens implanted in the patient's right eye.

Manufacturer narrative:
Product testing could not be performed because the device was not returned. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.